Event description:
It was reported that the customer experienced a high blood glucose over 500 mg/dl. Customer did not believe her insulin pump was working properly and there was more insulin in the pump than there should have been. She also stated the insulin pump froze during the rewind process and the screen was blank. Customer stated she replaced the battery and the display returned, the pump rewound, but it did not make the same noise it normally did. At the time of this report, the customer's blood glucose was 250 mg/dl and she experienced symptoms of high blood glucose, including headache, dry mouth, and excessive urination. She treated with the insulin pump. Troubleshooting for high blood glucose was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.